Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the patient awoke to find that the pump had no power. The patient's blood glucose (bg) was reportedly a "little high" due to the pump losing power, however no signs or symptoms of hyperglycemia or bg values were reported. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of a power issue that remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2015 with the following findings:a review of the black box indicated one unexplained reboot occurred on 09/13/2015. Visual inspection did not find any damage to the battery compartment, however the battery cap was returned with the spring missing. The battery cap was able to secure to the pump but was unable to maintain electrical connection due to the missing spring. A test cap was used to complete investigation. The pump was exercised for 24 hours with the test cap and no power interruptions occurred. The pump cover was removed and no internal defects were found. Unrelated to the original complaint, investigation revealed that the audio bolus button cover and bolus button slug were missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.